Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have a delayed keypad response. The cause was identified to be the processor printed circuit board (pcb) which was replaced to correct the condition. A service history review revealed no issues that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.